Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 2.25x16mm synergy drug-eluting stent was used to treat the lesion. However, it was noticed that the distal stent strut was damaged. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 2.25x16mm synergy drug-eluting stent was used to treat the lesion. However, it was noticed that the distal stent strut was damaged. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device is a combination product. E1 - initial reporter city: (B)(6). Device evaluated by MFR: synergy ous mr 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The distal end struts were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 54.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.